Event description:
A caller reported that a cartridge alarm 20 occurred, which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, a replacement pump was sent, and the customer was advised on steps to follow upon receiving it. Reportedly the customer will use a backup insulin pump to ensure insulin delivery.